Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater plate on a homechoice was warming excessively while the device was working. This event occurred during use while the patient was connected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for sample evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Full functional testing, electrical safety testing, tempon test, calibration, and simulated therapy were performed; no additional defects or malfunctions were found with the device. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.